Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received an occlusion alarm. The customer's blood glucose (bg) level was 378mg/dl and the customer stated no action would be performed to address the bg level. The customer alleged there was an underlying issue with their pump. Additionally, the customer received a resume pump alarm around the same time as the occlusion alarm was received. No additional information was provided.